Event description:
On july 22, 2016 the reporter contacted lifescan alleging that the patient was unable to test on their onetouch ultra2 meter as it was stuck in settings mode. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the issue began around one week prior to contacting lifescan. The patient manages their diabetes with self-adjusted insulin. The reporter was unable/unwilling to answer if the patient made any changes to their usual diabetes management regimen in response to the alleged issue. The reporter stated that 24-32hours later the patient developed symptoms of ¿shakes, off balance, disorientated and was sleeping a lot¿. The reporter stated that the patient did not receive any treatment for these symptoms. The alleged issue was resolved with troubleshooting, the cca walked the reporter through correct testing technique. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.